Event description:
Loop from mask tore off mask while applying for first time. There were 3 masks from this box that the same thing happened with 1 loop tearing off of mask on first time application. Mask was in use for covid pandemic ppe requirement.